Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2x filter. Vena cava filter allegedly the filter tilted, detached, perforated and embedded. This report was received from a single source. This event did involve patient with unknown current status of the patient. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of device, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 57 year old female patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided and a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation, however, medical records were provided for review. The investigating is inconclusive for filter limb detachment, perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.